Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was damaged from an MRI in 2011. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.